Manufacturer narrative:
(B)(6). The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the returned photograph did not provided evidence of a leak; however, the customer had circled the location of the leak on the drain bag. The reported event was verified. The cause of the reported event was a manufacturing issue. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was fluid leakage at the drain bag connector of a prismaflex m150. The leakage was discovered at the intensive care unit during patient treatment. When this issue was found, the user replaced the product and a new product was used to continue the treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.